Manufacturer narrative:
Follow up information received on 09-nov-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved ii the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information, the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. In addition, approximately 1.5 years after insertion procedure, she gave birth (device ineffective). These both events are listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she gave birth approximately 1.5 years after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 24-sep-2016 which describes an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in 2007 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, excessive rashes, excessive migraine headaches, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. In (B)(6) 2009, she discovered she was pregnant and later gave birth on (B)(6) 2010. In (B)(6) 2012, hysterectomy was done to remove essure. Company causality coment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. In addition, approximately 1.5 years after insertion procedure, she gave birth (device ineffective). These both events are listed in the reference safety information for essure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test. However, given the nature of this event and the fact that she gave birth approximately 1.5 years after essure insertion, causality with essure cannot be excluded (device ineffective). This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.